Event description:
It was reported to philips that the etco2 is not working. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The service representative found the etco2 not working. The device needs an etco2 module and etco2 cable. Upon conclusion of the evaluation, it was determined that the etco2 module and the etco2 cable require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The parts were replaced per procedure. The device meets the specification for the performed service and is returned to use.